Event description:
It was reported that during a total prostatectomy procedure, the clips were not holding on the vessels causing intensive bleeding. It is unknown how the procedure was completed. One device will be returning.

Manufacturer narrative:
(B)(4). Additional information: how much blood loss? Considerable blood loss; I don't have the exact volume. Was a blood transfusion required? No. How the bleeding was controlled? The surgeon opened new clip. Which firing of the device did this event occur on? What vessel or structure was the device fired on at the time of the event? Vessels surrounding the prostate. Was the clip fully advanced into the jaws prior to firing? Yes. Was there any torquing or twisting of the device present at the time of firing? No. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? No. If so, when? Did anything unexpected happen prior to this incident? No. Was the device fired after this incident in or out of the patient? In the patient and bleeding was noticed. What were the indications for surgery? Cancer of the prostate what was found? Tumor cells. Does the patient have any relevant history of surgical treatments? No if so, what? Did somebody other than the primary surgeon fire the instrument? Yes if so, whom? His personal assistant the analysis found that the device was received with the cartridge cover out of its intended position causing that the clips to loose their position. Due to this condition, the clips could not be fed as intended and the clips dropped down from the jaws. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. However, it is possible that the device was dropped down and the jaws hit against the table causing the cartridge cover to lose its intended position. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.